Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed. Based on the information gathered during baxter's investigation, the root cause of the use error was not determined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
On (B)(6) 2011, baxter product surveillance received a report from a caregiver (cg) regarding a solution bag in which a clogged port was detected causing an unspecified alarm on a homechoice. The cg had checked the bag when the alarm occurred and noted the hole was too small. The cg proceeded to switch the bag. Baxter product surveillance contacted the caregiver (cg) on (B)(6) 2011, regarding the reported event. The cg stated that during fill, when the patient was connected, they received some kind of check line alarm on the homechoice. The cg stated they proceeded to stop the machine, clamp off the bags, reconnect a new bag, and continue therapy. Baxter product surveillance informed the cg that they should not change out only parts of the supplies. Baxter product surveillance further informed the cg that if they come across an issue that cannot be resolved, they need to start over with all new supplies. The cg understood. The cg stated the patient has been continuing therapy on the cycler successfully. There was patient involvement but there was no patient injury or medical intervention reported.